Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant mount was broken when placing implant at tooth site #15. The procedure was completed with another implant.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number, h2: if follow-up, what type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: type of investigation, h6: investigation findings, h6: investigation conclusions, h10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. The mount was fractured at the hex region, DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement / excessive torque. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.